Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was deactivated prior to an unrelated surgical procedure. The ICD was not reactivated afterwards and the patient was discharged. The patient did not require tachy therapy during the two months that the ICD was left deactivated.